Event description:
The end user's significant other reports that the anti-tips on the end user's wheelchair broke, reportedly causing the user to hit their head. The incident allegedly led to the end user's death the following morning. No other information was provided.

Manufacturer narrative:
Discussion: sunrise medical received a webmaster inquiry from (B)(6) stating that the anti-tips on her boyfriend's wheelchair broke. This reportedly led to the end user hitting their head. A death allegedly resulted the following morning due to this incident. Multiple attempts were made to collect information on the reported wheelchair involved and additional details regarding the adverse event. (B)(6) replied through email refusing to provide any more information regarding the incident. Sunrise medical is unable to confirm the chair model or serial number of the wheelchair involved. There is also no details for the end user's contact information or biometric data. Conclusion: sunrise medical is unable to confirm any of the details of the reported adverse event. Due to the allegation of a death, this MDR is being filed. Upon receiving any additional relevant information from this case, a supplemental report will be filed.